Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll (back) and upper flank on (B)(6) 2019 using cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) around (B)(6) 2 and a half -3 months)after treatment. Diagnosed on (B)(6) 2020 in both treated areas, described as soft and swollen or enlarged.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. (B)(6) was used.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll (back) and upper flank on (B)(6) 2019 using cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) around november/december (2 and a half -3 months) after treatment. Diagnosed on (B)(6) 2020 in both treated areas, described as soft and swollen or enlarged.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll (back) and upper flank on (B)(6) 2019 using cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) around november/december (2 and a half -3 months) after treatment. Diagnosed on (B)(6) 2020 in both treated areas, described as soft and swollen or enlarged.